Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 4194-88, lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) and it was possible early eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.